Manufacturer narrative:
Unit was received with normal operating currents and no unexpected low battery alarm noted during testing or in the pump trace download. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert, replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert, replace battery now alarm due to connector resistance issue. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a recurring replace battery now alarm after less than 10 hours from getting a low battery alert. Blood glucose level at the time of the incident was 180 mg/dl. Troubleshooting confirmed that the battery alarms occurred multiple times. The insulin pump was returned for analysis.